Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. A conclusive cause for the reported stent break could not be determined; however, the subsequent unexpected medical intervention (additional therapy/non-surgical treatment) appears to be related to the operational context of the procedure. Factors contributing to a stent break include, but are not limited to, damage during manufacturing, over expansion of the stent, interaction with accessory devices, inadvertent mishandling, or anatomy characteristics. In this case, it is possible the device may have interacted with the 100% stenosed lesion during deployment, resulting in the reported break (fractured stent strut); however, based on the information provided, this cannot be confirmed. Another 3.0x48mm xience xpedition stent was implanted to cover the fractured stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending artery. The 2.75x48mm xience xpedition stent was implanted; however a stent strut was noted to be fractured. Another 3.0x48mm xience xpedition stent was implanted to cover the fractured stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.